Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (ICD) (B)(6) 2011; 7120 competitor implantable tachy lead (B)(6) 2011; 4469 competitor implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that had to be replaced earlier than normal due to known high left ventricular (lv) thresholds. The lv lead pulled back due to twiddler syndrome which caused high thresholds. The device was explanted and replaced. The lead could not be repositioned and remains in use. No patient complications have been reported as a result of this event.